Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently over delivered insulin. Reportedly, the issue occurred due to the customer being sleepy and accidentally programming an incorrect input on the bolus menu and delivering 18 units of insulin. The customer's blood glucose level was 40 mg/dl, which was treated by consuming carbohydrates.